Event description:
It was reported that while attempting to exchange the modular cable for damage the modular cable connection with the replacement modular cable would not seat enough to engage the threads of the percutaneous/pump cable portion of the driveline. The patient became non-responsive and cardiopulmonary resuscitation (CPR) was started. The patient regained consciousness once the original modular cable was reattached and ventricular assist device (vad) flow resumed. The patient was admitted for observation following this incident, remaining on the original modular cable. Afterwards, the new modular cable was also unable to seat with the connector on a demo pump, but there was no apparent damage or obvious defect upon visual inspection. Related MFR # for the original modular cable: 2916596-2021-07636 related MFR # for the percutaneous/pump cable: 2916596-2021-07637.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that while attempting to exchange the modular cable for damage the modular cable connection with the replacement modular cable would not seat enough to engage the threads of the percutaneous/pump cable portion of the driveline. The patient became non-responsive and cardiopulmonary resuscitation (CPR) was started. The patient regained consciousness once the original modular cable was reattached and ventricular assist device (vad) flow resumed. The patient was admitted for observation following this incident, remaining on the original modular cable. Afterwards, the new modular cable was also unable to seat with the connector on a demo pump, but there was no apparent damage or obvious defect upon visual inspection. Related MFR # for the original modular cable: 2916596-2021-07636. Related MFR # for the percutaneous/pump cable: 2916596-2021-07637.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues were identified during the evaluation of the returned modular cable, lot number 8183709. A specific cause for the reported connection difficulty and a correlation to the returned modular cable could not be conclusively established through this evaluation. The modular cable was returned in like-new condition. The outer jacket and bend reliefs showed no evidence of damage or discoloration. Examination of the modular cable inline connector and controller connector revealed no evidence of bends or other damage to the pins. The areas around the pins did not show any evidence of fluid ingress. The inline connector o-rings were properly seated within their grooves. The inline connector o-rings, screw threads, and contact block were examined under a microscope. Visual examination was inconclusive for any damage that would have contributed to the reported event. The modular cable was connected to a test pump cable in an attempt to reproduce the reported connection difficulty. The screw ring was able to be torqued down, cover the yellow line, and secure the connection. In addition to the test pump, the returned modular cable was connected to the following test equipment: system controller, 14v patient cable, power module, system monitor, and water loop. The returned modular cable was able to support this system for multiple minutes without any atypical alarms or interruptions in pump function. A functional electrical connection between the modular cable, test pump cable, and test system controller was confirmed. After disassembly and cleaning, the modular cable passed manufacturing test procedure and was determined to function as intended. The report that the connection between the modular cable and pump cable was unable to be made was not able to be reproduced through this evaluation. Heartmate 3 modular cable connection difficulty was sent to risk management evaluation. Investigation conclusion captured under MFR #2916596-2021-07636. The modular cable was sent to pleasanton for further analysis of the reported connection issue. Evaluation of the modular cable did not reveal any connection issues; the modular cable was connected multiple times without any issues or difficulties. The returned products were also CT scanned and no mechanical issues were observed. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU), rev. C, is currently available. The IFU contains instructions for observing damage to the modular cable and replacing the modular cable in the system operations section. The instructions state that the locking nut must be rotated until the clicking stops and the yellow line is hidden. The surgical procedures section provides instructions for connecting the modular cable to the pump cable under ¿preparing, running, and priming the pump.¿ after securing the connection, the yellow line should be fully covered to ensure a secure connection. The daily safety checklist includes line items to ensure that the modular in-line connector is secure and the connector locking nut is in the locked position. Ensure no yellow indicator is seen under the in-line locking nut. The IFU also warns that a complete backup system must be available on-site and in close proximity for use in an emergency. The relevant sections of the device history records for modular cable lot number 8183709 were also reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.